Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspection were completed and no issues were noted during manufacture. A visual inspection of the device revealed no defects. Using leak test procedure, 8cc of air was applied to the device and no leaks were detected. A visual inspection of the inflated cuff showed it to have an asymmetric shape. While inflated the cuff was gently massaged by hand to free it from sticking to the shaft. The investigation did not reveal any intrinsic manufacturing defects with the returned devices. The device was able to inflate properly after following the IFU. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4).

Event description:
It was reported that the cuff did not fully inflate. No patient injury was reported.